Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up and the case was opened for further evaluation. An interior inspection found a burned u5 component and the moisture detection sticker activated. The reported event of an overheating receiver was confirmed. The root cause was determined to be a moisture damage.